Event description:
It was reported that a revision surgery was performed due to knee pain and the patella button had come loose and dislodged.

Manufacturer narrative:
The visual inspection shows one patella explant was received. The three posts appear damaged, but still present, and the cement is still present. The device resembles a typical explanted patella. A lab analysis was completed with the following results: the purpose of this investigation was to examine the returned patella component and attempt to determine the reason for loosening. No destructive testing was carried out. The as-received genesis ii resurfacing 35 mm patella was returned and has cement well bonded, inside the patella cement groove. The cement appeared debonded at the patella component/bone interface. The patella component has scratches on the articulating surface that could have occurred from normal articulation. The pegs on the patella component have deformation that may have occurred after loosening. The cause for the debonding of the cement/bone interface was not able to be determined from this investigation or the available information. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).